Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Cardiac arrest: the cause of the injury was unable to be determined due to insufficient clinical details. Major bleed/ asae: the cause of the bleed was most likely use issue related due to anticoagulation management and retightening the sutures since partial thromboplastin time (ptt) was supratherapeutic and heparin was on hold improving the oozing. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported that an impella rp flex was placed for mechanical circulatory support with outlet above pulmonic valve. A sheath exchange was performed. A mattress suture was applied. In same setting, the patient coded and the impella rp flex came back into the right ventricle. The impella rp flex was removed. The medical doctor ordered the device to be rinsed well. The swan was removed and access was used to replace the impella rp flex through a 26 french/30 centimeter gore sheath. The medical doctor was unhappy that there was no wire port on the impella rp flex.

Manufacturer narrative:
The impella rp flex was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Additional information received: b5 and h6 updated.

Event description:
Left femoral artery (lfa) insertion site oozing. Venous sheath also at same site. The physician readvanced repositioning unit and tightened sutures. Clotting was supratherapeutic; heparin on hold. Groin site re-dressed. Oozing improved.

Manufacturer narrative:
H6 medical device problem code a24 was inadvertently omitted on the initial manufacturer device report. H8 usage of device was erroneously entered on the initial manufacturer device report.